Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of peritonitis was determined, the culture result of klebsiella pneumoniae suggests either touch contamination or an intra-abdominal source as this organism is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. Peritonitis probably results from touch contamination, but sometimes from an exit-site or tunnel infection or from an intra-abdominal source. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient stated being in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2026 due to symptoms of abdominal pain. The patient was admitted to the hospital and diagnosed with peritonitis. Pd cultures were obtained. The patient¿s culture was positive for klebsiella pneumoniae. The patient was initiated on antibiotic therapy with intraperitoneal (ip) meropenem (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2026. The patient continues to complete ccpd therapy. The cause of the peritonitis event is unknown.